Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the arm for approximately 49 to 71 hours. During wear, the patient accidentally hit the area where the pod was placed on the inner arm, which caused pain; however, the patient continued using the pod until it expired. When the pod was removed on (B)(6) 2026, the patient observed that the skin at the site appeared infected, with visible inflammation and pus. The patient contacted a pharmacy for initial advice and chose to wait until the following day to seek medical attention. On (B)(6) 2026, the patient visited a family doctor, who diagnosed a localized skin infection at the former pod site. The doctor prescribed a one-week course of flucloxacillin aro (antibiotic resistant organism) 500 mg. The patient was not hospitalized and received outpatient treatment. The infection began improving while the patient completed the prescribed course. A new pod was successfully applied at a different site, and the patient did not report issues with blood glucose levels during this period.